Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse patient event of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with an acute myocardial infarct and a procedure was attempted to the left anterior descending artery. After predilatation with a trek balloon catheter the xience v stent delivery system (sds) was advanced but could not cross the lesion. Additional non-abbott sdss were attempted but also did not cross the lesion. Several dilatations with non-abbott balloon catheters and percutaneous angioplasty (pci) was performed, however, the patient ultimately expired shortly post-procedure from complications reportedly related to the medical condition and not device related. It was noted that no thrombosis was present. Though requested, no additional information was provided.